Manufacturer narrative:
(B)(4): eval results: stroke.

Event description:
A 2.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was implanted into a pt for the treatment of an unk lesion. Initial implant and lesion morphology info was not reported. Approximately 33 months post initial stent implant, the pt was admitted to the hospital with a hemorrhagic stroke. Physical therapy and occupational therapy were performed while in the hospital then, the pt was transferred to a nursing home where therapy will be provided. The investigator assessed the event was not related to the device, drug or index procedure.